Event description:
A caller reported an issue with a cgm error 42, which was resolved by completing a pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through the pump reset process, and the caller was able to successfully start a new sensor session with no recurrence of the error.